Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the infusion set cannula was bent upon removal. The blood glucose reading was 400 mg/dl. The customer requested assistance with uploading data from the insulin pump and meter to the (B)(4) software. Nothing further reported.